Event description:
It was reported that the user attempted to use an Inset infusion set with the iLet system and, after being unable to cock the inserter, manually forced the Teflon cannula into the abdomen, leading to prolonged hyperglycemia with a highest continuous glucose monitor (CGM) reading of 320 mg/dL. The user then removed the set, rewound, installed a new cartridge and tubing, and with guided education correctly deployed a new Inset and filled the cannula, after which insulin delivery resumed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no injury requiring medical intervention and no hospitalization. Investigation included user interview, troubleshooting, and education on proper infusion set deployment and cannula fill. Investigation of this case revealed that the infusion set was deployed incorrectly, resulting in inadequate insulin delivery due to improper insertion of the Teflon cannula; the pump and CGM had no alerts or alarms, and device function was restored following correct set insertion. It was concluded, based on previously established findings for similar reports, that user technique caused the event.

Manufacturer narrative:
Initial.